Manufacturer narrative:
H.6. Investigation: bd has been provided with a photo and a sample for catalog 303129, lot 190408, to investigate for this record. Visual inspection of an unpacked sample shows a broken hub (without prior plastic deformation) at the level of the middle hub (cavity 3e), as shown in the photo as well. As a result, bd was able to verify the reported issue. After reviewing our production and inspection records, bd has established that all production and quality processes were carried out normally. In addition, it was observed that the cannula part had been slightly bent. The handling of the product could not be excluded as a probable root cause. Blunt fill needle needs to ensure that needle punctures stopper at 90°.

Event description:
It was reported that needle break occurred during use with a bd blunt fill needle. The following information was provided by the initial reporter, "needle got broken again at the hub."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle break occurred during use with a bd blunt fill needle. The following information was provided by the initial reporter, "needle got broken again at the hub."